Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 12/11/2007, pt#1, inratio 3.4, lab 4.9. Date: 12/06/2007, pt# 2, inratio 1.4, lab 4.9 (next day). Per text "pt 1 has bruising, vit k given and coumadin was held." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 12/11/2007 pt#1, inratio 3.4, lab 4.9, mean 4.15, confidence limits 2.4-6.1. Date: 12/06/2007 pt# 2, inratio 1.4, lab 4.9(next day), mean 3.15, confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Per text "patient 1 has bruising, vit k given and coumadin was held." This is adverse event case. Products will be tested when returned. Per text "patient 1 is in stable condition".